Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The following sections were updated: reported event was confirmed by review of device returned. Visual examination concludes that the returned device is fractured, exhibits signs of repeated use (nicked or gouged).the dovetail feature is flared and is fractured on the medial side of post, all pieces returned. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to a design deficiency. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a tibial articular surface provisional fractured. All the pieces were accounted for; no impact to the patient.